Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while transecting of fissure in a laparoscopic lobectomy, the device did not fire. They used a new device to complete the case.